Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient went to the emergency room due to wound dehiscence as the patient attempted to remove her stitches. Patient was noted to have refused to attend follow up visit. Patient was observed to have had her staples removed with no steri-strips being placed. It was assumed that the patient had removed her staples prior to the wound dehiscence as she was seen 6 days post surgery and staples are usually left in for at least 10 days. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.